Manufacturer narrative:
The product was not returned to kimberly-clark for evaluation nor was a lot number provided; therefore, a review of the device history record was not possible. The product incident has been incorporated in the kimberly-clark complaint trending system which is used to identify repetitive issues that require corrective action. A recall of the microcuff pediatric endotracheal tubes sizes 3.0 mm to 4.5 mm was initiated on (B)(4) 2007 and (B)(4) was informed of this action on (B)(4) 2007.

Event description:
A kimberly-clark sales representative provided the following report as feedback from the doctor involved in a product use evaluation: "the tube is a little soft - which is good in the airway, but bad from the mouth out - they tend to kink a lot easier. I still have a few left to try out." There was no report of patient injury. The exact date of this event is not known; this event was reported to a sales representative on (B)(6) 2007. There are no details provided about the patient other than it involved a child based on the size of the product. Kimberly-clark has no independent knowledge of the event reported above, but is relaying the information that was provided by the facility where the incident occurred. This product incident is documented in the kimberly clark complaint database and identified as (B)(4).